Event description:
It was reported that two days after implant, the patient felt "chest ache". X-ray showed the rv lead position had changed and lead perforation was determined. Pacing and sensing failure also occurred. A new lead was successfully implanted. Additionally, the incident was found in literature by staff. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based on hospital report and on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns.